Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the broken wire. Engineering found a broken conductor wire segment at the distal end. The broken wire segment stuck out approximately .6215 at the wrist but there were no signs of damage where the cable broke off. No other cables were damaged. Additional observations not reported by site were a deep scratch and cracked housing. Around the distal end of the main tube, there was one scratch mark exhibiting light material removal and a rough surface finish. Evidence not conclusive, but damage may be due to mishandling. Also, there was a small crack on the housing where the main tube enters housing. Evidence is not conclusive, but damage is likely due to mishandling. An electrical continuity test failed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s total benign hysterectomy a wire on the pk dissecting forceps broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.